Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for leakage with the incident lot #7094852 was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. An absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that 23 g x .75 in bd vacutainer® winged safety push button blood collection set with 12 in tubing and luer adapter had wingset leakage after the needle was retracted. No medical intervention or injury occurred.